Manufacturer narrative:
This report is filed on april 09, 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018. There are plans to re-implant the patient but this has not taken place as of the date of this report.